Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during basal and bolus delivery. The customer's blood glucose (bg) level ranged from 250 to over 400 mg/dl and insulin injections were used to address the bg level. Tandem technical support was unable to perform a system check to determine a possible cause for the past occlusions; however, a system check on the current supplies showed that the insulin was thick when expelled from the tubing. The customer indicated that the insulin would be changed.